Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report based on the condition of the returned device. A visual examination of the returned device shows the solder joint adhering the metal tip to the irrotational cable to be intact. However, the metal tip has broken: a small portion remains soldered to the outside of the tip of the device, the rest has separated and was not provided with the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of metal tip detachment from soehendra stent retrievers. The product said to be involved is included in the scope of the corrective actions. This device, ssr-8.5, is intended to remove 8.5fr stents. In the report it states that the device was used to remove a 7fr stent which is smaller. Using this device to remove a smaller than intended size stent likely contributed to this failure. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the device was used to remove a 7fr stent which is smaller, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During attempt of stent removal, the physician used a cook soehendra stent retriever. It was reported that the tip of it broke off. The broken tip was stuck in the stent, so the user removed the stent with the broken tip inside of it using a snare to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.